Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the plastic plate of the handle support was broken at the location of the two fixes the handle support on the lighthead. Maquet determined that the device failed to meet its specification due to an excessive force applied on the handle during use or a collision with another device. Additionally, the device was directly involved with the reported incident and was being used for treatment or diagnosis on the patient when the event occurred. The fst repaired the handle support with a new one and returned the device to service. The powerled series operating manual indicates that user should "check the lightheads for chipped paint, impact marks and any other damage" on a daily basis.

Event description:
The customer reported that, during a surgery, a piece of the light cover fell onto the surgical table. There were no injuries reported. (B)(4).